Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. The patient was brought to the hospital for replacement of the implantable cardioverter defibrillator. Prior to the procedure, it was noted that the atrial lead had previously exhibited noise and was now exhibiting loss of capture due to lead dislodgement. The lead dislodgement was verified by x-ray imaging. On (B)(6) 2020, the device was explanted and the atrial lead was capped and replaced successfully. The patient was discharged from the hospital following the procedure. Related manufacturer reference number: 2017865-2020-00530.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.